Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "skin busted open many times over the reconstruction".

Event description:
Patient reported left side "skin busted open many times over the reconstruction". Device status is unknown.